Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4) 2023, it was reported that the patient faced an insulin flow block alerts. The patient's son and daughter in law thought that the patient didn't look good or feel too well. Therefore, on (B)(4) 2023, the patient was admitted to hospital due to ketoacidosis with blood glucose level of 753 mg/dl. During hospitalization, the patient was given multiple daily injections. At the time of this report, the patient was still in the hospital with blood glucose level of 156 mg/dl. No further information was available.